Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found all filars of the distal coil were broken at approximately 19 cm from the connector pin. This damage could cause the reported capture anomaly, threshold and noise problems.

Event description:
It was reported that the lead exhibited loss of capture, high pacing threshold and noise. The lead was explanted and replaced.